Manufacturer narrative:
The previous report was filled incorrectly as an adverse event. After further review of reportability decision, this report is now being filed as a product problem instead of an adverse event. Section box b: adverse event or product problem, type of reported complaint, health impact have been updated/ corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102732). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged irritation and inflammation of lungs, chronic severe cough, scratchy burning sensations in throat, chest tightness and shortness of breath, facial skin rash and skin sensitivity, irregular heartbeat, fatigue. Muscle weakness and swallowing difficulty. The device has not yet been returned to the manufacturer for evaluation. The manufacturer investigation is ongoing, if any additional information is received, a follow up report will be filed.